Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose went from 120 mg/dl to 460 mg/dl in two and half hours. During troubleshooting, found customer did not fill tubing and the device was on the main menu. Customer was assisted with rewind. Customer declined troubleshooting. Customer will not be returning the device for analysis.